Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 for urine samples from one patient using a cobas 8000 cobas c 502 module. The customer alleged the results do not fit the clinical picture for the patient as historically the samples from this patient produced urine albumin results >4400 mg/l. Sample 1 on (B)(6) 2024 was 99.3 mg/l. Sample 2 on (B)(6) 2024 was 57.0 mg/l. Sample 3 initial result was 61.7 mg/l. The repeat result from a dilution was 7045.4 mg/l with a data flag.

Manufacturer narrative:
As sample material from the patient is not available for further investigation, a specific root cause could not be determined. The event was consistent with a sample-specific issue. No general product issue was found, and the product meets specifications.